Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely elevated total prostate specific antigen (tpsa) patient results obtained on a dimension vista® 1500 intelligent lab system. Siemens is investigating the issue. Additional 2 mdrs were filed for the same patient events occurring on (B)(6) (B)(6) 2023 me dimension vista® 1500 intelligent lab system.

Event description:
Two (2) discordant falsely elevated total prostate specific antigen (tpsa) patient sample results were obtained on a dimension vista® 1500 intelligent lab system. The falsely elevated patient results were not reported to the physician. The same sample was reprocessed multiple times with dilution and without dilution on the original dimension vista® 1500 intelligent lab system. The result obtained without dilution was falsely elevated with e521: above assay range flag and the results obtained with dilution were flagged with e161: plausibility check failed. A new sample was drawn on a later date and processed on the original dimension vista 1500 intelligent lab system. A lower result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total prostate specific antigen (tpsa) results.

Manufacturer narrative:
Additional information (26-dec-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data logs. Calibration and quality control recovered within the customer's expected ranges, and no issues were reported with samples from other patients, indicating that the total prostate specific antigen (tpsa) assay and the dimension vista 1500 system were performing acceptably. Hsc notes that they cannot rule out the sample integrity issues and/or sample specific interference issues. The issue was resolved by repeating the sample with dilution. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00276 was filed on 15-dec-2023.